Manufacturer narrative:
H11: AS THE LOT NUMBER FOR THE DEVICE WAS PROVIDED, A REVIEW OF THE DEVICE HISTORY RECORDS WILL BE PERFORMED. THE DEVICE HAS NOT BEEN RETURNED TO THE MANUFACTURER FOR EVALUATION. HOWEVER, PHOTOS WERE PROVIDED FOR REVIEW. THE INVESTIGATION OF THE REPORTED EVENT IS CURRENTLY UNDERWAY. SECTION A THROUGH F: THE INFORMATION PROVIDE BY BD REPRESENTS ALL THE KNOWN INFORMATION AT THIS TIME. DESPITE GOOD FAITH EFFORTS TO OBTAIN ADDITIONAL INFORMATION, THE COMPLAINANT/REPORTER WAS UNABLE OR UNWILLING TO PROVIDE ANY FURTHER PATIENT, PRODUCT, OR PROCEDURAL DETAILS TO BD.

Event description:
ON (B)(6) 2025, A PATIENT UNDERWENT A PORT PLACEMENT PROCEDURE USING A POWERPORT SLIM DEVICE. ON (B)(6) 2026, POST PROCEDURE, A BULGE WAS NOTED IN THE INFUSION LINE. SUBSEQUENT CONTRAST IMAGING CONFIRMED LEAKAGE FROM THE PORT, RENDERING THE DEVICE UNUSABLE. THERE WAS NO REPORTED PATIENT INJURY.

Event description:
On (b)(6)2025, a patient underwent port placement procedure using a PowerPort Slim. On June 10, 2026, post procedure, a bulge was noted in the infusion line. Subsequent contrast imaging confirmed leakage from the port, rendering the device unusable. There was no reported patient injury.

Manufacturer narrative:
H11: Manufacturing Review: The Device History Records have been reviewed, and this lot met all release criteria. Investigation Summary: The sample was not returned for evaluation. Two electronic photos were provided and reviewed. The first Photo shows the patient implanted port location on the chest. The skin looks bulge in implanted area however no port or catheter were not visible as it was under the skin. The second photo shows the partial view of catheter which was protruding from incision. Physician was pointing out the catheter tube with the help of surgical instrument. The catheter tube was noted to be broken. Blood residues were noted on the catheter. Leak had occurred due to partial break in the catheter. Catheter bulge cannot be verified from the photo and without physical sample. Therefore, the investigation is confirmed for the reported leak and identified catheter break issue. The investigation is inconclusive for the reported bulge issue as provided photo is not sufficient to confirm the issue. The definitive root cause could not be determined based upon available information. Labeling Review: As the reported event did not allege a labeling or use related issue, a Labeling Review is not required. G3, H6 (Device, Component, Method, Result, Conclusion). Section A through F: The information provide by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.